Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is not mismatch of images between different pts. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and explained to the customer this is due to the recently installed release 30 software. Informed customer to wait until the saved icon disappears before saving another image.